Event description:
It was reported that the inner package of the 6.5x30mm bone screw appeared discolored. It was reported that the customer was concerned about the validity of the sterile package. It was reported that this issue was discovered out-of-box.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.